Event description:
The customer reported an elevated initial troponin I (access accutni+3) result, for one patient, involving the access accutni+3 reagent used in conjunction with the access 2 immunoassay system. The customer stated the elevated result was released out of the laboratory. As a result, the patient was admitted to the hospital. It is unknown if any additional treatment was given to the patient. There has been no report of current patient outcome to date. A second sample was collected from the patient four hours after, analyzed on the same instrument, and generated a lower result within the normal reference range. The customer retested the original sample several times, on the same instrument, and negative results were obtained. The patient's samples were centrifuged in a stat centrifuge for either five or ten minutes at 3,700 rpm (rotations per minute). No sample integrity issues were reported. The customer indicated quality control (qc) and system check were within specifications at the time of the event. No instrument issues were noted. The instrument was in normal operation.

Manufacturer narrative:
There is no indication that the access accutni+3 device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.